Event description:
New information revealed that the device was sensing p waves instead of only the qrs complex..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was oversensing p waves and inappropriately recording them as atrial fibrillation episodes. No resolution was made and there were no patient consequences.